Manufacturer narrative:
Investigation completed 6/12/2017. Method: -device history review/service history. -trend analysis. -failure analysis. Device history record reviewed for product ID a3059, work order (B)(4), serial # (B)(4), manufactured on 12/15/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back for this reported failure and or related to "too much movement" for this product ID shows that 7 complaints were received including this case, with 2 being reported by this customer on the same date. No new design or manufacturing trends have been identified. Failure analysis of returned product could not be confirmed. The unit was determined to be within specification. Conclusion: failure could not be confirmed; therefore no root cause can be derived.

Manufacturer narrative:
Additional information received on 09feb2017: this report is in regards to the second clamp used. This first clamp was applied on the (B)(6) female patient. When locking, the clamp made weird sounds. This first clamp was taken off. There was no patient injury. A second integra clamp was applied and that slipped.

Event description:
This is the second of two reports (same product ID, different serial numbers, same issue, same reporting facility). The clamp has too much movement. Additional information has been requested. Linked to mfg. Report number: 3004608878-2017-00033.